Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The patient fell for an unknown reason which caused soft tissue damage to the surrounding structures of the knee. During the revision surgery, the surgeon performed a soft tissue repair. A segmental stem was requested for the revision surgery but was not implanted. No eleos implants were revised during the revision surgery. No additional information regarding this adverse event has been made available.

Manufacturer narrative:
Additional information regarding this adverse event was received on 19 november 2021 and the investigation was concluded on 15 december 2021. The patient suffered a fall due to an unknown reason which caused soft tissue damage. The surgeon performed a soft tissue repair during the surgery and did not revise any of the eleos implants. The device was not returned for evaluation. The root cause of the patient's fall could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: clinical code updated to 1848: fall. H6: clinical code updated to 4559: unspecified tissue injury. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. Multiple MDR reports were submitted for this event: #3013450937-2021-00234, #3013450937-2021-00235, #3013450937-2021-00321, #3013450937-2021-00322, #3013450937-2021-00323, #3013450937-2021-00324, #3013450937-2021-00325, #3013450937-2021-00326, #3013450937-2021-00327.

Manufacturer narrative:
The investigation of this event is in progress. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were reported for this event: 3013450937-2021-00234, 3013450937-2021-00235.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an unknown reason. A segmental stem was requested for the revision surgery but was not implanted. Attempts have been made and no further information has been provided.